Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open when the user tried to issue medication. A field service engineer found zones 7-8, 9-10 and 13-14 failed and did not open. Further, the engineer replaced controller board on drawer 13-4 and 7-8, replaced bus controller card and both drawer controller cards in drawer 9-10, configured drawers and tested in application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.